Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported by hamilton medical inc, that on (B)(6) 2024, a hamilton t1 ventilator (B)(6) alarmed with loss of external power. Device not recognizing or operating on ac power. Had customer remove batteries while plugged into ac power, ventilator immediately shut off and alarmed. Vent also had "loss of external power" alarm present. Had customer test a new power cord, with no change to condition. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: -power cord/plug not connected properly or defective .-defective power supply (voltage out of tolerance 23.76..24.24vdc). -defective driver board .-defective control board (voltage supervision). The following correction can be considered accordingly: - check if external power is available and within specifications - check power cord if connected properly and replace power cord if necessary - voltage check: -- ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): --check voltage on control board (between test pins +24v_ps_tp gnd) --replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc) --replace driver board if voltage is within range (13.57 - 13.85vdc) --replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 06 june 2024. It was reported by hamilton medical inc, that on 06 june 2024, a hamilton t1 ventilator (sn (B)(6)) alarmed with loss of external power. Device not recognizing or operating on ac power. Had customer remove batteries while plugged into ac power, ventilator immediately shut off and alarmed. Vent also had "loss of external power" alarm present. Had customer test a new power cord, with no change to condition. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: power cord/plug not connected properly or defective. Defective power supply (voltage out of tolerance 23.76..24.24vdc). Defective driver board defective control board (voltage supervision) the following correction can be considered accordingly: check if external power is available and within specifications. Check power cord if connected properly and replace power cord if necessary. Voltage check: ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): check voltage on control board (between test pins +24v_ps_tp gnd), replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc), replace driver board if voltage is within range (13.57 - 13.85vdc), replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 06 june 2024. It was reported by hamilton medical inc, that on (B)(6) 2024, a hamilton t1 ventilator (sn (B)(6)) alarmed with loss of external power. Device not recognizing or operating on ac power. Had customer remove batteries while plugged into ac power, ventilator immediately shut off and alarmed. Vent also had "loss of external power" alarm present. Had customer test a new power cord, with no change to condition. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: -power cord/plug not connected properly or defective. -defective power supply (voltage out of tolerance 23.76..24.24vdc). -defective driver board. -defective control board (voltage supervision). The following correction can be considered accordingly: - check if external power is available and within specifications. - check power cord if connected properly and replace power cord if necessary. - voltage check: - ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): - check voltage on control board (between test pins +24v_ps_tp gnd). - replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc). - replace driver board if voltage is within range (13.57 - 13.85vdc). - replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator alarmed with loss of external power during ventilation. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed that the unit alarmed with "loss of external power" and continued on battery power. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.